Event description:
It was reported to boston scientific corporation that a lynx system device was implanted into the patient during a cystocele repair and retropubic mid urethral sling procedures performed on (B)(6), 2008 for the treatment of cystocele, urethrocele, stress urinary incontinence. The patient was awakened and was taken to the recovery room in a satisfactory condition. As reported by the patient's attorney, the patient experienced an unspecified injury.

Manufacturer narrative:
Date of event was approximated to (B)(6), 2008, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implanting surgeon is dr. (B)(6). (B)(4).